Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on end of (B)(6) 2020 with blood glucose level was 42 mg/dl. Customer got something to eat, he had a preset snack gave 2 units and next thing he knew he was passing out. The customer was assisted with troubleshooting. The customer was treated with emergency gave him glucose intravenous and they put gave him a shot and a little tube of glucose for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated that they did not used auto mode. The insulin pump will not be returned for analysis.